Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. A1301 - touch screen was not working a0708 - battery service error a0719 - battery was at 0%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the touch screen was not working, and there was no battery backup. The manufacturer representative (rep) checked self test and found the battery was at 0%. The rep also found the uninterruptible power supply (ups) was showing an error indication. The rep removed and reconnected the touch screen cables, but the issue still occurred. There was no patient involvement. Additional information was received. It was reported that the system was showing a battery service error.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6), product ID: 9735787, serial/lot #: (B)(6) , and product ID: 9735795, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes b01, c19, d15 h2) please see the additional codes section for updated annex g codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.